Event description:
Suspected false positive sars result for 1 symptomatic consumer. The consumer had a runny nose but did not communicate when symptoms began. The consumer communicated that they tested negative with other rapid antigen assays. 5 additional consumer events were also communicated which are captured on separate reports.

Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends. A review of the DHR found that the lot met all release criteria. Root cause: unable to determine. Source: phone.